Event description:
Consumer reported tip of pen needle broke off in abdomen and another whole needle broke off in another area of abdomen. Three (3) x-rays were taken and could not determine where the broken pen needles were at that time. Her doctor indicated if he removes the needles from her stomach, he would have to take out a chunk, and he knows she may not heal from it. Now consumer has 2 huge sores on stomach from the needle break off and doctor prescribed wound care due to infection.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.